Event description:
We received from the FDA a copy of a user facility MDR stating 'failed endograft removed. Sent to lab. Open surgical repair.' The reporter was called (B)(6), and she indicated the risk manager was out of the office unit (B)(6) 2009; she could not provide info. She did indicate the pt is doing fine post-conversion. Pt implant on (B)(6) 2008; conversion on (B)(6) 2009. Add'l info per op notes from explant procedure (rcvd (B)(6) 2009): per the operative notes from the explant procedure that have been provided by the hosp, the pt was originally had implant of an endologix device (B)(4) on (B)(6) 2008. A compression of the proximal infrarenal cuff extension was noted on CT scan at one month follow up. However, blood continued to flow outside the cuff and into the main body of the bifurcated stent graft, which kept bifurcated distal graft and iliac branches open. Based on those of the graft and repair of the aneurysm using a standard surgical approach. On (B)(6) 2009, the pt tolerated the procedure well and is reported to be doing well post-conversion.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specs prior to release. Due to lack of info, no conclusion can be drawn at this time.